Event description:
It was reported that bd insyte autog bc global device packaging perforations poor. The following information was provided by the initial reporter, translated from japanese to english: it was reported that package poor perforation. They are sealed in a box in rows of five, and when customer use them, they separate one out, but there is a perforation for this, but there is almost no perforation, so they can't separate them.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received four photographs that displayed the unit packaging for the 22g insyte autoguard devices from lot #4066005. A visual inspection of the photographs appeared to be consistent with your reported issue. The perforations appeared to be missing from the unit packaging, which likely made it difficult to separate the packages. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the packaging process. Setup verification per procedures and a quality control plan is in place to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.